Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions) devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening in the early post-operative period can most likely be attributed to non-structural valve dysfunction (nsvd) which is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. Based on the information available, the complaint was confirmed, but a definitive root cause cannot be conclusively determined. Patient factors likely caused or contributed, including chronic kidney disease and coronary artery disease. An edwards defect has not been confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data updated: g1 (email address).

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and later learned through medical records that a patient with a 27mm 11400m mitral valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of 1 year, 6 months due to thickened leaflets, reduced leaflet motion, causing severe central regurgitation and increased gradient (mean gradient of 9 mm hg). The patient presented with heart failure, lower extremity edema, shortness of breath, and chest pain. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient was stable and in recovery post procedure. Per medical records, the patient presented with decompensated heart failure secondary to severe prosthetic valve insufficiency. Tee revealed that one of the leaflets was clearly not working and it was thickened. The patient underwent a valve-in-valve procedure with a 29mm 9755rsl transcatheter valve. The procedure was successful. The transcatheter valve was seated well with no paravalvular issues and nicely closed septum. The patient was transferred to the pacu and remained in stable condition.